Event description:
Device 1 of 3. Reference MFR report 1627487-2011-07149. Reference MFR report 1627487-2011-07148. The pt received a scs system on (B)(6) 2010 consisting of 2 leads from different lots. It was reported on (B)(6) 2011 that the pt fell a couple weeks ago and lost stimulation afterwards. The pt programmer (pp) communicates normally and the impedances are all normal. Pt is scheduled for an x-ray. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.